Manufacturer narrative:
Eval result: fowler, gas spring trip bracket.

Event description:
It was reported by svc report that the fowler drifting up on its own. No pt involvement or adverse consequences are reported.